Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 4 cleaning and disinfection equipment¿ oer-4 instruction manual and found the following description. "3.9 checking the disinfectant solution concentration level" olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, 4 olympus scopes (evis lucera elite colonovideoscope, evis lusera colonovideoscope, evis lucera elite gastrointestinal videoscope, evis lucera colonovideoscope) and 1 fuji scope were insufficiently or incorrectly reprocessed. After primary cleaning, the scopes were high-level disinfected in an oer-4. The oer-4 presented an e11 error message (too much disinfectant in the disinfectant tank). The e11 error message occurred occasionally approximately one year after delivery. The switching valve was replaced. However, the problem had not been resolved and the frequency of e11 error message occurrence had increased. In the process of investigating the oer-4 defect, the olympus field service engineer (fse) confirmed the implementation status of the acecide-c check at the facility. Up to the 29 time, acecide-c concentration checks were not performed at the discretion of the facility, and reprocessing was performed without concentration checks. The scopes were used on patients. After the 30th time, the check was performed every time, and if a judgment was given, the operation was to replace the acecide-c. In each case, it seemed that the acecide-c concentration was used more than 30 times. No patient injury reported. This complaint is related to patient identifiers; (B)(6) (endoscope reprocessor, oer-4). (B)(6) (evis lucera elite colonovideoscope, pcf-h290zi). (B)(6) (evis lucera elite gastrointestinal videoscope, gif-q260). (B)(6) (evis lucera colonovideoscope, cf-q260ai).

Manufacturer narrative:
No additional information was available. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.